Event description:
It has been reported that the bd vacutainer® precisionglide¿ multiple sample needle has been found experiencing four occurrences of containing foreign matter before use. The following has been provided by the initial reporter: fm. White particles on needles.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® precisionglide¿ multiple sample needle has been found experiencing four occurrences of containing foreign matter before use. The following has been provided by the initial reporter: fm. White particles on needles.